Event description:
Review of the complaint information reported a customer receiving imprecise sequnetial readings on their freestyle flash blood glucose meter. The customer obtained readings of 127 mg/dl, 429 mg/dl and 86 mg/dl, within a ten-minute timeframe. When plotting the highest and lowest values against each other on a parkes error grid the values fall in the `c' zone showing the difference to be clinically significant.